Event description:
It is reported that the set screw of tibial punch was noted missing at the time of preparation for sterilization by cpd department. The surgeon was notified and an x-ray was taken. The set screw was located posterior to total knee implant. Patient returned to surgery for removal of the set screw.

Manufacturer narrative:
Evaluation summary - during the surgery performed in 2009, it was determined that the thumb screw of the tibial broach impactor had loosened from the locking pin of the tibial broach impactor and fallen into the patient. The patient returned to surgery and the set screw was removed. The product was returned for evaluation, and it is apparent that the device was modified in the field. Additionally, damage to the device suggests off-axis loads were applied. Incorrect use of the device may have been a contributor to the loosening of the set screw. As returned, the instrument has been disassembled. The instrument has incurred some damage as seen by the strike marks on the shaft of the impactor as well as on the sleeve near the knurled region. It appears the instrument has been modified out in the field and the spring is missing. The instrument has a potential field age of approx 5.5. Years. Device history records indicate all components were manufactured and inspected to specification.